Event description:
It was reported that the sizing guide would not remain assembled to the handle. There was no harm to patient or delay in surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial sizing plate identified that the component exhibits signs of repeated use and the dovetail feature where the handle mates is deformed. There are heavy gouges, nicks, and scratches. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.